Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this previously implanted cardiac resynchronization therapy defibrillator (crt-d) system had a fractured right ventricular (rv) lead which exhibited noise with oversensing and delivered inappropriate tachy therapy. Additionally, this lead issue resulted in increased battery power consumption. It was noted that this lead issue occurred back in 2020, when it was difficult to find an available hospital room in order for the patient to undergo a lead revision. It was believed that the patient had five leads in his body at one point. Some of those leads had been revised, and a defibrillation lead had been implanted for a device with three leads. As a result of these issues, the patient reported severe discomfort/pain/distress. This crt-d was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) during a therapy downgrade, and additional information from the field representative at that time mentioned that the patient no longer needed a defibrillator. No additional adverse patient effects were reported. This crt-d was returned for analysis.